Event description:
It was reported that a minimum fill notification occurred during the load sequence. Customer¿s blood glucose level was 325mg/dl. The customer continued to use original cartridge. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.